Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she experienced high blood glucose over 500 mg/dl. The customer stated she has had bent cannulas. Blood glucose at the time was 126 mg/dl. She felt nauseated and had trouble breathing. She was treating with manual injections. The drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin did exit the tubing with manual prime. Settings were correct and cannula in use was not bent. Customer mentioned that she moved recently and does not have a doctor in the area and that might be affecting her blood glucose level. Customer declined to continue troubleshooting as she has not had any recurring issues.